Event description:
Caller reported an error with a continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.